Manufacturer narrative:
Further investigation of the customer issue included a search for similar complaints, review of instrument logs, service records and a review of labeling. A review of the customers instrument logs identified the initial data for sid (B)(6) for both total and direct bilirubin were flagged > which means the result is outside the dynamic or linear range. Per the package insert, retesting using a dilution protocol is required when generated results are flagged high. Below are the two flagged results generated by the customer: total bilirubin initial > 25.0, repeat 33.41 mg/dl direct bilirubin initial > 15.0, repeat 26.60 mg/dl the high total and direct bilirubin concentrations were likely correct, based on the repeat results, and should have been reported in a timely manner. Despite multiple attempts, no further information is available. The architect labeling was reviewed and found to be adequate: the architect system operations manual and c16000 system service and support manual provides adequate instructions about patient result flagging, maintenance, component replacement, specimen handling, limitations of result interpretation, and troubleshooting the reported issue. No adverse trend was identified for the customers issue. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
Abbott has been notified of a patient death on (B)(6) 2018. The (B)(6) female patient with liver problems was tested for total bilirubin and direct bilirubin on the architect c16000 analyzer on (B)(6) 2018. The results were released on (B)(6) 2018. The patient died sunday (B)(6) 2018. No further information regarding the initial/repeat data, cause of death, timeline of events or other details are known.